Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the unit is received for evaluation or additional information becomes available a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. The customer has not stated if the device is available for evaluation. (B)(4).

Event description:
The customer stated that while on a patient, the mean airway pressure for this unit "dumped" all of a sudden causing the driver to stop and alarm (visual and audible). They quickly attended to the patient, re-pressurized and restarted the driver. A few minutes later, it happened again. They quickly performed a patient circuit calibration to check for leaks, but found that the circuit pressurized to specs. They placed the patient on another 3100a and there was no patient compromise. The biomed evaluated the unit and was able to reproduce the reported issue.

Manufacturer narrative:
Results of investigation:the failure analysis lab received the suspect faulty alarm board and was able to reproduce the reported failure and isolate it to a faulty quad comparator u5. This issue is part of an internal investigation.